Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump unexpectedly reset. There was no reported impact to the customer's blood glucose (bg) level due to the reset. During troubleshooting with tandem technical support, a cartridge was able to be reloaded onto the pump and insulin delivery was resumed. In addition, it was reported that the customer experienced a low bg level that day (64 mg/dl). Contact stated that the customer did not eat all of their carbohydrates. Reportedly, the customer consumed food to address low bg level. A recommendation was made for the customer to discuss low bg level with their healthcare provider.